Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another device for procedure. It was reported to philips that the system c-arm geometry movements were unavailable. The product malfunction could not be confirmed from the information provided and the case was closed without any troubleshooting, root cause analysis, or resolution, as the customer refused our service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were unavailable.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.